Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button on the pump was only responsive after multiple presses. During troubleshooting with tandem technical support (cts), it was confirmed that the customer was able to access the pump features after plugging the pump into a power source. Cts advised the customer to monitor the pump performance. Additionally, the customer received an occlusion alarm. The customer changed their supplies and received another occlusion alarm. Reportedly, the customer had observed insulin exiting the cartridge pigtail prior to contacting tandem technical support. The customer declined further troubleshooting the occlusion alarm. The customer's blood glucose level was 200mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported occlusion alarm was identified.